Event description:
Facility alleges pt reaction one hr into the pt's treatment she complained of chrushing chest pain. The blood in the machine looked light. The treatment was stopped aanad the blood returned to pt. Pt's pre hct was 23 wwith a post hct of 16. The pt is a known jd bleed. The pt was admitted to hospital with gross hemolysis. The machine was pulled and found tobe working correctly. No cause could be found for the hemolysis so this MDR is being filed on the dialyzer. C121 3rd use.